Event description:
Revision surgery - due to the loosening of the glenosphere, maybe from a fall. The surgeon took out the baseplate, glenosphere, socket shell and insert; he replaced with a larger glenosphere.

Manufacturer narrative:
The reason for revision was reported as loosening of glenosphere after 6 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, first for this lot number. The root cause for the loosening of the glenoshopere was possibly due to a fall. There is no information reported that showed a material, design, or manufacturing problem with the product.

Manufacturer narrative:
Hospital disposed.